Event description:
It was reported that during a stenting treatment procedure stent damage occurred.the target lesion was located in the severely calcified right coronary artery (rca). The lesion was predilated and then a 4.00x28mm promus element plus stent delivery system (sds) was advanced to the rca; however the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent looked slightly damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is fine.

Manufacturer narrative:
(B)(4).device is combination product.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified distal stent damage. Struts on row 1 were raised and misaligned. A visual and microscopic examination also identified blood on the tip. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the severely calcified right coronary artery (rca). The lesion was predilated and then a 4.00x28mm promus element plus stent delivery system (sds) was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the edge of the stent looked slightly damaged. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is fine.